Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was rerun twice on the same instrument and resulted higher both times. A new sample from the patient was then tested on the same instrument and also resulted higher than the initial result. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The siemens headquarter support center reviewed the instrument data and did not find an instrument malfunction. The original sample resulted as expected upon repeat testing and the new sample resulted as expected upon testing on the same instrument. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.